Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer reported that when she entered the blood glucose and then carbohydrates, she was not able to press that she was not eating carbohydrates but the down arrow was not responding. Customer stated she noticed her blood glucose level was stuck, would not go down. Customer stated her button was not broken but it did not let her go to enter 0 carbohydrates when trying to give a bolus. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.